Event description:
During remote follow-up, out of range pacing impedance and r wave amplitude variation were observed on the right ventricular (rv) lead. Dislodgement due to twiddler's syndrome was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.